Manufacturer narrative:
This report is submitted april 19, 2017.

Event description:
Per the patient's surgeon, the patient developed an infection and a cholesteatoma around the implant. Subsequently, the device was explanted on (B)(6) 2017, in order to remove the cholesteatoma. The patient was reimplanted with another cochlear device during the same surgery.